Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer fell and the insulin pump was dropped. The insulin pump began beeping and did not have a display. The customer¿s blood glucose level was 110 mg/dl. There were scratches all over the display. The display was flashing white. They could not read the display. They removed the battery but the insulin pump continued to beep. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank flashing white screen with audio beeps due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform functional test due to display anomaly. The insulin pump was received with damage display window cover, scratched lcd window, scratched keypad overlay and cracked retainer.